Manufacturer narrative:
As reported, the edge of the 3dmax light mesh was observed to be cracked upon opening. The subject device was returned for evaluation; however, at this time the evaluation is not yet completed. When the sample evaluation is completed, a supplemental emdr will be submitted. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The sample evaluation confirms there is crack/tear in the edge seal of the 3dmax light mesh. The tear starts in the seal edge and continues into the mesh. Based on returned sample evaluation performed, the reported condition is confirmed as manufacturing related. An awareness dissemination/training was provided to 3dmax personnel. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp) on (B)(6) 2025, the edge of 3dmax light mesh was found to be cracked when opened. Per the reported information, the surgeon opened another mesh of the same product and used it to complete the procedure.

Manufacturer narrative:
As reported, the edge of the 3dmax light mesh was observed to be cracked upon opening. The subject device was returned for evaluation; however, at this time the evaluation is not yet completed. When the sample evaluation is completed, a supplemental emdr will be submitted. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp) on (B)(6) 2025, the edge of 3dmax light mesh was found to be cracked when opened. Per the reported information, the surgeon opened another mesh of the same product and used it to complete the procedure.